Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported the customer had a prime rewind anomaly. It was found the insulin pump was not sensing the reservoir while the act button was pressed. It was also reported insulin continued to drip after the motor stops during the manual prime process. The customer was also unable to exit from the preparing to prime loop. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on their screen. The customer was unable to successfully prime their infusion set at the end of troubleshooting. The customer's blood glucose was 227 mg/dl. Customer's reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.